Event description:
It was reported that during a lap pancreatectomy, clips were not fed into the jaws properly at the 1st and the 2nd firing. The device was not used for vessels. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).